Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touch regulator that was not working. It was unknown how the issue was found. No patient or user harm reported.

Manufacturer narrative:
H10: it was determined that the customer was having issues with the navigation ring, and not the touchscreen. The service engineer (se) reported that the front bezel was replaced, and the functional parameters were checked. The system meets the specification for the performed service and is returned to use. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
H10: the key market responder reported that there was no patient involvement when the issue occurred. No patient or user harm reported.